Manufacturer narrative:
Evaluation summary: quality assurance analysis of the device revealed that the catheter was returned without any blood or contrast visible. The distal end of the catheter was separated at the proximal seal. The distal end with the balloon was not returned. The outer member was stretched for a length of 8 mm and kinked. The inner member was not visible in the stretched out outer member. The separated edge was stretched. No other damage was noted. Due to the distal end being separated, the guide wire movement was unable to be tested. Product performance engineering has reviewed the case description and analysis of the returned device; damage was noted. The analysis was able to confirm the separation of the device, as only proximal end of the catheter was returned for analysis and the distal end was not returned. Due to the state of the returned device, it could not be determined whether the device met the manufacturing specification. The separated edge and outer member of the catheter was noticeably stretched when compared to a new similar catheter, which suggests that the separation may have been caused by tensile overload. In addition, the distal end of the returned device was kinked, which may have resulted from the insertion attempts. The reported difficulties were encountered during several insertion attempts onto the guide wire, which may have contributed to the tensile overload. The separation of the distal end likely occurred during the insertion attempts as there was no damage observed during the preparation procedure. Historical data of similar incidents suggests the distal tip may have been damaged during the attempts to backload the guide wire, causing resistance during advancement of the guide wire and facilitating separation of the distal tip. The used guide wire and separated distal end were not returned, which may have aided in the investigation. Based on the reported case description and analysis of the returned device, the reported difficulties appear to be related to the operational context use of the device. The reported difficulties appear to be related to the operational context use of the device. Product performance engineering and/or the respective business unit, quality engineering group, may perform trending. All catheters are 100% visually inspected for tip integrity on the mfg line at abbott vascular. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: distal shaft separation has caused or contributed to patient injury previously. Device issue: distal shaft separation. It was reported that the powersail was being prepped for post dilation. A guide wire was unable to be inserted into the tip of the balloon despite several attempts. The device broke into two pieces. No addional event or patient information is available.